Event description:
Related manufacturing ref: 3008452825-2024-00003, 3008452825-2024-00004, 3008452825-2024-00005, 3008452825-2024-00006, 3008452825-2024-00008. Abbott ep EU MDR feasibility report: ablation catheters. Background: a retrospective observational study was conducted to assess the long-term safety and effectiveness outcomes on abbott¿s ablation catheters, specifically therapy and therapy dual 8, tacticath se, flexability, and flexability se, using data from the pinc aitm healthcare database (phd), a comprehensive u.s hospital chargemaster database. In the study, device information was extracted using sting search from the chargemaster data in phd, incidence rates for safety endpoints up to 12 months post- procedure were calculated. The safety endpoints included cardiac perforation/tamponade, major bleeding, stroke/transient ischemic attack (tia), and heart block with cardiac rhythm management. Additionally, effectiveness in treating arrhythmias including af, svt, and vt were evaluated by calculating the incidence of recurrence, which was captured by primary diagnosis codes of the arrhythmia in the data. The following complications occurred: six events of death within 7 days (of those only one was associated with the flexability ablation catheter).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported death remains unknown.